Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not reported if the patient was connected at the time of the event. The patient stated they were not with the device at the time of the call and did not remember the number of the system error. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.